Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the resistance was in the distal tip section around the c4 bend. No damage to the pipeline pushwire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline vantage was kinked and failed to open proximally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c7 segment of the left ica. The max diameter was 12.5mm, and the neck diameter was 13.3mm. The patient's vessel tortuosity was severe. The landing zone was 4mm distal and 4.8mm proximal. Dual antiplatelet treatment was administered, and the pru level was 190. It was reported that the pipeline opened smoothly from the m1 to c4 segment covering the aneurysm neck. Proximal to c4 kinking was observed, but they managed to completely resheath the device. While redeploying a similar issue occurred, and the pipeline was replaced. The pipeline had been positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No additional steps were taken to open the device. It was noted that there was movement during placement, and there was friction or difficulty during delivery or positioning. The device had jumped during deployed, and was placed at least 3mm past the aneurysm neck on each side. The left anterior cerebral artery side branch was covered by the pipeline. The tip was not moved during deployment. The patient did not experience any injury or complications. Angiographic images post procedure showed good wall apposition at the proximal end. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a navien 6f guide catheter, phenom 27 microcatheter, and synchro guidewire.